Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) demonstrated a long charge time when the device was at end of service (eos). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD was explanted and replaced.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The excessive charge time likely resulted from a spurious increase in battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.